Manufacturer narrative:
Stryker advised the customer that their device is not field-serviceable. Stryker recommended that the customer remove the device from service and a replacement device be obtained. The device was not returned to stryker for evaluation.

Event description:
The customer contacted stryker to report that their device failed to power up. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.